Manufacturer narrative:
(B)(4). The investigation found that the cell-dyn sapphire generated an incorrect wbc count; however, due to pathology of the sample and to the systems technological limitations, the cell-dyn sapphire was unable to correctly identify the resistant erythrocyte population. The customer sent five pages of data to aid with the investigation. The data submitted by the customer was reviewed by (B)(4). The md concluded that the wbc count was incorrect and has been impacted by resistant red cell; however, the customer reported results that have been clearly invalidated by the system. The system detected abnormalities, although, it was not able to depict resistant red cells specifically as in any system sensitivity and specificity is not 100%. The cell-dyn sapphire operators manual, in the troubleshooting data-related problems section, states that, data-related problems can be the most challenging class of problems to troubleshoot. The manual provides different methodologies to assist the operator in handling data-related problems and identification of probable causes and corrective actions. In the operational precautions and limitations section, interfering substances and conditions, states that any substance or condition that can interfere with the cell-dyn sapphire systems principles of operation should be considered an interfering substance or condition. Although the cell-dyn sapphire has been designed to flag samples with interfering substances, it may not always be possible to do so. In the limitations of result interpretation section, the manual advises that the cell-dyn sapphire has been validated for its intended use. However, error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained on the cell-dyn sapphire must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire regarding the reported issue.

Manufacturer narrative:
(B)(4) an investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn sapphire analyzer has generated an elevated wbc count on a patient diagnosed with mantle cell lymphoma (stage IV). The initial result was 340 k/ul. The physician questioned the result. The sample was retested and a similar result was generated. However, a second sample from the patient was tested and the wbc result was 30.6 k/ul. The patient was hospitalized as the physician suspected tumor lysis syndrome. The patient was given an infusion of 4 liters of physiologic saline and the allopurinol treatment was continued. The account stated that the cause of the elevated wbc count could have been due to resistant rbc's that was not detected by the analyzer. There was no further information provided.